Manufacturer narrative:
The concerto side supports protect the patient during showering. The side supports have safety catches (on the leg section and the head section). When used with a patient, all safety catches should be snapped to the edge of the stretcher to keep the side support upright. The results of the device inspection performed by the arjo technician and the photos provided showed that the concerto's side support was deformed (the metal part was slightly bent). This was most likely a result of an excessive weight (the weight of the patient during the fall), which was not adequately supported as the catches were most likely not being locked and not checked to be locked. Therefore, during routine activities, when the patient's weight was applied on the side support, it opened and the patient fell. Following the instruction for use (IFU) for the concerto shower trolley (04.ba.05_13): "warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." "When raising the side support, make sure the two catches snap into place". In summary, the concerto device did not meet performance specifications due to deformation. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall resulting in an injury.

Event description:
Arjo was notified of an incident involving a concerto shower trolley. It was reported that a caregiver pulled up the side support of the device without checking that both catches of the side support were locked. When the patient was leaning against the side support with only one of the catches locked, the patient fell off the device. As a consequence, the patient suffered a head injury, a contusion wound above the left eyebrow. The patient was taken to the emergency department for a computed tomography (CT) scan.